Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint that the pt had arthroscopic repair of her left knee. Post-op order by the surgeon was to place her on cpm for six hours on, six hours off. She alleges that following surgery, the pt was transferred to pacu and placed on the cpm on a gurney at approx 6:45pm. Treatment was discontinued at approx 4am. Plaintiff claims, she suffered a severe pressure injury on her right buttock. The gluteus muscle eventually began to necrose. The wound became inflamed and infected, and required multiple surgical drainage and debridement procedures, resulting in a significant loss of muscle, tissue and skin. Plastic surgery was done to attempt to reduce the cosmetic and functional deformities. Plaintiff claims, she has a decided limp and a gross deformation of her right buttock. The company has been unable to inspect the device. Because, the matter is in litigation, it has been turned over to outside counsel for further investigation.